Event description:
Based on info reported to davol by the pt's son: in 2002 - the pt underwent partial bowel resection, indication unspecified. In 2002 - the pt underwent incisional ventral hernia repair with composix kugel mesh. In 2009 - the pt develop minor pain and "bowel problems" at some point in 2009, which let to a CT scan that revealed left side area of the composix kugel mesh was "free floating". Update to info after the initial report: on (B)(6) 2012 - the composix kugel mesh's ring and "a piece of the nonfunctioning mesh" were explanted. On (B)(6) 2012 - after the pt was discharged, he was informed by infectious disease at the hospital that he has an infection. Type of bacteria unspecified.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the mesh was "free floating." However, no medical records have been provided and no sample has been returned. Details were not provided regarding the pt's "bowel problems" in 2009. Additionally, there is no further explanation or records related to the gap between the reported detachment of the device in 2009 and the subsequent partial explant in 2012. We have contacted the initial rptr to obtain details and to have the device returned. This MDR contains all info davol has rec'd to date. If add'l info is provided, a f/u MDR will be submitted.